Manufacturer narrative:
E: initial reporter: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery maintenance required message. There was no patient involvement. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The repair was completed in-house. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.